Event description:
It was reported that during the preparation of the 2.25 x 18 promus rx stent system, the stylet was pulled from the distal end of the catheter with resistance and the stent system shaft separated into two pieces. It is unknown if force was applied when the stylet could not be removed. The device was not used and a new same device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Return device analysis revealed that the stent delivery system was returned with the stent dislodged from the balloon and returned partially in the protective sheath and on the stylet. The device shaft was not separated as originally reported. No additional information was received regarding the stent dislodgement and the shaft that was not separated; however, the facility maintains that the returned device is the reported device. Therefore, an additional part has been added to capture the dislodged stent.

Manufacturer narrative:
(B)(4). Evaluation summary: return device analysis for the returned device revealed that the stent delivery system (sds) was returned with blood on the balloon, consistent with handling. The stent implant dislodged from the balloon and was returned partially in the protective sheath and on the stylet. The stent implant outer diameters met manufacturing criteria. The balloon was tightly folded and there were crimp marks between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the protective sheath was inadvertently handled during removal, resulting in the stent dislodgement; however, a conclusive cause could not be determined. Since this conflicts with the returned product analysis of stent dislodgement and no additional information was made available, it is possible that the shaft separation is actually the stent separation (dislodgement). A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.25 x 18 mm was filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.